Manufacturer narrative:
H.6. Investigation: a false susceptibility result was reported to have been given by a phoenix m50 instrument (p/n 443624, s/n (B)(6). The customer reported that they were not satisfied with the ast (antimicrobial susceptibility testing) results they received on an isolate they were testing. No information was provided to bd quality regarding the type of isolate or the panels which were being used. The bd specialist that worked with the customer reported that they attempted to reproduce the failure mode using the customer's strain, but were unable to duplicate the failure mode. Based on this information, this complaint is an unconfirmed failure of the instrument and the root cause is not known. Panel details/retains, isolate details/retains, or any other type of samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples or further information are received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review for this instrument was completed and revealed no previous complaints related to this issue. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a false susceptible was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " if you can buy the epi bacterium name, the mic value will deviate too much (what was r becomes s) only for specific samples."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system a false susceptible was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " if you can buy the epi bacterium name, the mic value will deviate too much (what was r becomes s) only for specific samples."